Manufacturer narrative:
The reporter's meter and test strips were returned for investigation and tested with returned control material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 42, 41, 43 mg/dl, level 2 ¿ 298, 301, 298 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 2 neonate patients from accu-chek inform ii meter serial number (B)(4). For patient 1 at 8:19 am the glucose result was 45 mg/dl. For patient 1 at 8:20 am the glucose result was 60 mg/dl. For patient 2 on (B)(6)2019 at 9:24 am the glucose result was 46 mg/dl. For patient 2 on (B)(6) 2019 at 9:26 am the glucose result was 59 mg/dl. Patient 2 was a 1 day old male with a date of birth of (B)(6)2019 and weighed 3.62 kg. The results were from the same heel stick for both patients and the operator used a heel warmer. The current condition for patient 1 was asked for but not provided. The current condition for patient 2 was "doing well".